Event description:
Reporter stated that the surgeon inserted a silicone intraocular lens model aa4203tl in the eye and noticed the lens was torn. Surgeon enlarged the incision and removed the lens and placed a suture to close the wound.